Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The home patient (hp) had disconnected in drain three of four. The hp did not use proper disconnect procedures. The hp then reconnected to the patient line so they were connected at the time of the alarm. The technical service representative (tsr) reviewed the proper disconnect procedure. The power was cycled on the hc, which cleared the alarm. There was no patient injury or adverse event associated with this report.